Event description:
Cut hand - skin [skin laceration], pain hand - skin [pain of skin], metal bit snapped off...head would not stay on - oral-b [device breakage]. Case narrative: 58-year-old male consumer via phone stated that the metal bit of the oral-b pro 3 toothbrush snapped off and the oral-b toothbrush head would not stay on. The oral-b toothbrush slipped in his hand, but he caught it, which resulted in the oral-b toothbrush cutting his hand and causing (skin) pain on his hand. No serious injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.